Event description:
The dealer called stating that the consumer stood up from her 6895 shower commode chair in the shower and when she went to sit down her leg allegedly got stuck in the commode seat cut out. When she stood up again, the seat came up and off the unit. The consumer sustained a bruise on her leg. No medical intervention was sought. The product is to be returned to invacare for an inspection and evaluation.